Event description:
Additional information received from the representative(rep) that they checked with the office as they have no communication with the patient regarding the device moving. They checked with the office and they said the patient's last appointment note from august says that she no longer needed pain meds as the stimulator manages all her pain. Rep said the patient will not speak with myself or anyone else here in office. They have only seen her one time, and that was with (B)(6) because patient paid someone $500 dollars to fix her remote or something. Patient will not speak on the phone and only texts about her remote and communicator unpairing. Rep also said that if needed, they have all their text saved as patient has been rude and threatening to us since the get go.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator and an external device. The reason for call was patient stated that the device is the biggest piece of junk they have ever had put in their body and they've had 4 stimulators in their body. Patient stated the field team in ok is very rude and do not knowwhat they are doing. Patient stated they have had to educate them and moving forward they will be taking a video every time they try to turn this piece of junk on. Patient stated that the biggest problem is not that the communicator won't talk to the device, the biggest problem is that when you turn it on and you can't turn it off because the communicator won't work. Patient stated they have gone through two different communicators and two different phones (handsets) and both do the same thing , so they are surprised the FDA approved of this. Patient stated they really had to go to the ER this weekend so that someone could pull a rep from wherever they were this weekend and deal with this and make them come down and turn it off. Patient stated medtronic made $4 billion in profit last year and asked why 'they cannot afford to keep someone on the weekend to deal with it issues with your devices.' Patient stated there should nowhere at anytime be that I cannot turn off the stimulator when it's on in my body. Patient continued to raise voice and be very escalated and stated they need to speak to a supervisor but they do not want to hear from anyone on the ok team. Agent attempted to review supervisor call back request info, and patient eventually agreed, but was escalated that they had to wait for this. Patient stated that medtronic should see the texts that they have been sent and the things they have been told by the ok team. Agent did not attempt to obtain further sr information or external device serial numbers due to patient's escalation.patient called back and repeated previously documented information. Patient stated the communicator only works 1/10 of the time and it's bad enough when you can't get connected when you have pain but the real problem is when you need to connect to turn the stimulation off and you can't. Patient stated the device is wonderful when it works, but when they leave it on for too long it hurts. Patient stated they would rather sit in pain that turn the stimulation on and not be able to turn it off ever again. Patient noted they have been having issues with the device since within weeks of being implanted and stated they have let the medtronic reps know. Patient added they were seen by doctor in probably may or june. Patient stated doctor called the medtronic rep and told them to come immediately to the office. Patient stated rep was told they would have to pay the $600 that it cost to have someone fix the device over the weekend and patient stated rep said good luck and walked out of the office. Patient added the same issue happened before this weekend; patient commented it was awful and also commented the go to for the medtronic rep was to tell them to call and get a new one.patient described the handset will go to 10% and then tell them it's not communicating. Patient stated after about 30 or 40 times of trying they will unpair and repair the communicator and that they have scanned and entered the communicator code manually. Patient added they have turned off all of their bluetooth devices in the house and are not near metal surfaces. Patient noted the communicator intermittently works.agent had patient close all apps and reset the communicator. Patient tapped connect in the mystimpc app; place communicator message displayed and then no device response. Patient confirmed through about menu of app that serial number of implant and communicator were both correct. Agent had patient remove communicator and scan code; place communicator screen displayed; patient tapped continue and confirmed they were holding communicator directly over the implant. Screen then displayed not found communicator. Patient tapped retry and place communicator message again appeared. Agent will consult with ts agent and call patient back for further assistance.patient mentioned previously documented issue of blue screen on handset. Patient also stated in the last 3 months they have gone off of all opiates because the hcp was making them choose between sleep meds and opiates. Patient stated they could not be on lunesta and buprenorphine patch. Patient stated for a year they didn't sleep and so they made the decision that sleep was more important than pain. Patient added they started getting stellate ganglion block shots. Patient stated they called the ER this weekend and almost had to go in.a replacement was sent out. Patient stated they are now able to connect to the implant by pressing the communicator against the left side of their ribs. Patient stated the battery seems to be nowhere near their incision site, so their implant must have migrated or something. Patient added they discovered this by putting the communicator all over their body. Agent redirected patient to hcp to further address the issue.agent contacted repair and cancelled replacement communicator and emailed the field. Patient commented they are very disappointed in the fact that they started "getting harassed" and texted by local people yesterday and mentioned they sent an email to legal after their call this morning with "a girl" who said they had to wait 24 hours for someone to call them back. Patient added that we need to give our agents the ability to make common sense decisions and not read off a sheet of paper and that is what they got this morning.patient called back escalated and requested to speak with a supervisor. Agent reviewed escalation process and patient was escalated. Patient mentioned they would call the FDA and disconnected the call.